Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single patient. The accu tnl result from sample a was 1.19ng/ml. The accu tnl result was reported out of the lab. The customer collected a fresh sample from the patient a few hours later on the same day and tested for accu tnl. The accu tnl result from sample b was 0.10ng/ml and the result was reported out of the lab. After sample b result was obtained, the customer re-tested sample a for accu tnl. The accu tnl result on repeated sample a was 0.07ng/ml. A corrected report was issued. The customer indicated that there has been no change to patient treatment attributed to or connected to this event.